Event description:
It was reported that stent damage occurred. The critical target lesion was located in middle and distal third of the right coronary artery (rca). A 4.00 x 38 synergy ii drug-eluting stent (des) was advanced for treatment. However, the device would not advanced to the lesion. The physician removed the stent and was noted that the struts or cells were damaged. The procedure was completed with another 4.00 x 38 synergy ii des and a 4.0x28mm synergy des was implanted in the middle third of rca. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The critical target lesion was located in middle and distal third of the right coronary artery (rca). A 4.00 x 38 synergy ii drug-eluting stent (des) was advanced for treatment. However, the device would not advanced to the lesion. The physician removed the stent and was noted that the struts or cells were damaged. The procedure was completed with another 4.00 x 38 synergy ii des and a 4.0x28mm synergy des was implanted in the middle third of rca. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: the synergy ii ous mr 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage, the proximal end struts lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A examination of the shaft polymer extrusion found no issues. An examination of the tip identifed no damage. This device was loaded onto 0.014 guidewire without issue. No other issues were identified during the product analysis.